Event description:
It was reported to boston scientific that during the trans obturator tape procedure, the tape (plastic sheath) broke. It is not known if it was necessary to retrieve the broken sheath with any instrument or if it was just pulled out by hand. It was reported that no device fragments remained in the patient. The case was completed with another of the same device. The patient was reported to be "fine' following the procedure.